Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 she experienced a rash in the shape of the sensor patch. The rash was made up of scabs and little marks on the skin. Patient is allergic to band aids and certain other tapes, but has not acquired a rash from previous sensor patches. Patient did not report any medical intervention at the time of contact with dexcom technical support. On (B)(6) 2013, patient contacted dexcom technical support to report that she went to a prescheduled endocrinologist appointment and mentioned the rash to her doctor. Patient's doctor prescribed cortisone cream, and patient states that the site is no longer itchy.